Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the chest on (B)(6) 2025 which is off label usage of the device. On (B)(6) 2025 at 6:00pm the patient received an error message that the sensor failed on her phone. The last reading on the sensor was 111 mg/dl before it failed. The patient confirmed it matched how she felt at that time, she was feeling normal. After 10 minutes the patient took a bg reading which was 30 mg/dl- 35 mg/dl. The patient experienced seizures and vomiting. Her co-worker gave her water with sugar and the bg still was dropping below 29 mg/dl when they checked with finger stick. Her mother came to work and provided honey and that made her bg increase to 60 mg/dl. The patient inserted a new sensor around 9:00pm when she got home from work and confirmed that it was giving her accurate readings and it matches with how she was feeling. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.